Event description:
It was reported that the user performed a full reset of the ilet at a physician¿s recommendation and then requested assistance pairing a dexcom g7 sensor to the ilet; the user indicated experiencing low blood glucose and that the ilet had been configured to a lower blood glucose target, and was using steel infusion sets and was disconnected from tubing during the reset. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term disability. Investigation included customer care troubleshooting and education, including ilet setup and g7 pairing support. Investigation of this case revealed no device malfunction identified during setup assistance, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.